Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported a patient had their device explanted. There was no alleged product issue. No diagnostic testing or troubleshooting was required. The patient was admitted to the hospital with signs and symptoms of a transient ischemic attack (tia) and/or a cerebrovascular accident (cva). The patient had an elevated white blood cell count on labs and the site of infection was the implantable neurostimulator (ins) pocket. It was reported the site started draining a small amount of clear drainage the saturday before the report. A health care provider (hcp) was consulted as a result. A different hcp performed the original implant in (B)(6) 2014. The patient had an unknown type of infection at the device pocket. It was noted culture was taken from the device pocket. The date of onset/diagnosis was on (B)(6). The full system was explanted as precaution. It was noted that the customer discarded the system. Additional information received reported that the patient does not have meningitis and that the culture was positive for regular staph. The patient was sent home with oral antibiotics and has not been seen post operatively yet. A follow-up report will be submitted if more information becomes available.

Event description:
It was later reported that at explant there was no evidence of a stroke. It was unknown if a stroke or tia was confirmed. The symptoms were believed to be related to the infection. The infection resolved.